Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power outage. After that all the telemetry transmitters were showing in communication loss. The multiple patient receivers (orgs) shut down and did not boot up successfully. Nihon kohden technical support (tech support) had them reboot the orgs and the customer confirmed that the units are now displaying. Issue resolved. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the org. Multiple patient receiver model: org-9110a sn: (B)(4). Central nurse's station model: cns-6201a sn: (B)(4). Telemetry transmitter(s) model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that they had a power outage. After that all the telemetry transmitters were showing in communication loss. The multiple patient receivers (orgs) shut down and did not boot up successfully. Nihon kohden technical support (tech support) had them reboot the orgs and the customer confirmed that the units are now displaying. Issue resolved. No patient harm was reported.